Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast cancer, and capsular contracture; baker grade unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with mentor medical devices (unk_gel implants, date of implant unk) has developed breast cancer on the right side. At this time, the results of pathology /cytology report have not been provided. It was also reported that the patient developed capsular contracture, baker grade unknown in the right breast. As a result, the patient underwent the right implant explantation on (B)(6) 2025. At the time of this report, the provided information is very limited, should additional information become available, this case will be re-assessed and notes will be updated, and supplemental report will be submitted.

Manufacturer narrative:
On december 15, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2025, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported since both were unknown saline devices. Hence, following information has been updated on this form: patient's initials under field a1 have been updated to "(B)(6)". Field d1 for brand name has been updated to "unknown saline implants". Field d2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline". Field d2b for procode has been updated to "fwm" field d4 for catalog number has been updated to "unk_saline implants". D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Field g4 for PMA/ 510(k) has been updated to "p990075". Analysis was completed for both unknown saline devices on january 9, 2026 and results are as follows: mentor conducted a visual inspection of both the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).